Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding passing golf ball sized clots, using 1 tampon every 30 minutes, staining and ruining clothes / bleeding issues"), endometriosis ("endometriosis") and abdominal adhesions ("intestinal adhesions") in a female patient who had essure (ess205) (batch no. 621810) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia, gravida ii and parity 1. Previously administered products included for an unreported indication: lithium from 1999 to 2009, depo provera in 2007, ortho evra from 2003 to 2004 and birth control pills in 1996. Concurrent conditions included psychiatric disorder nos and hypothyroidism. Concomitant products included levothyroxine sodium (synthroid) in 2000 for hypothyroidism. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2014, the patient experienced abdominal distension ("abdominal swelling/looked pregnant all the time/significant bloating"). In (B)(6) 2014, the patient experienced endometriosis (seriousness criterion medically significant) and abdominal adhesions (seriousness criterion medically significant). In 2015, the patient experienced fibromyalgia ("fibromyalgia") with arthralgia, arthropathy, myalgia, muscle spasms, joint swelling and muscular weakness, fatigue ("chronic fatigue syndrome") and cyst ("abdominal cysts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("significant bleeding between menstrual cycles began within 3-6 months after receiving essure"), weight increased ("weight gain"), loss of libido ("experienced loss of sex drive"), migraine ("increase in migraine intensity and frequency/headaches(migraines)"), acne ("acne decreased within 4-6 weeks"), allergy to metals ("hypersensitivity reaction to nickel"), paraesthesia ("constant pins and needles feeling in the feet stopped within a day"), alopecia ("hair loss decreased within 4-6 weeks"), mental disorder ("caused or aggravated any psychiatric") and madarosis ("eyelashes stopped falling out within 4-6 weeks"). The patient was treated with cortisone, topiramate (topamax), sumatriptan (imitrex), cyclobenzaprine, gabapentin, vicodin (norco), amlodipine, surgery (total laparoscopic hysterectomy, bilateral salpingectomy) and physical therapy. Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, endometriosis, abdominal adhesions, metrorrhagia, fibromyalgia, fatigue, abdominal distension, cyst, weight increased, loss of libido, acne, allergy to metals and mental disorder outcome was unknown, the migraine had not resolved and the paraesthesia, alopecia and madarosis had resolved. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, acne, allergy to metals, alopecia, cyst, endometriosis, fatigue, fibromyalgia, genital haemorrhage, loss of libido, madarosis, mental disorder, metrorrhagia, migraine, paraesthesia, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: multiple prescription medications, physical therapy, otc vitamins, pacing herself (lots of rest), lifestyle changes. Patient allergic to nickel or any other component of essure: no. Patient experienced a hypersensitivity reaction to nickel or any other component of essure: now unable to wear earrings or rings that contain nickel. Diagnostic results: essure confirmation test: late 2007 - early 2008, it was a dye test with x- rays. Date of operation: (B)(6) 2014 diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy cervix with nabothian cysts secretory endometrium with no evidence of hyperplasia or 1-malignancy myometrium with leiomyomas focal adenomyosis. Fallopian tubes with coiled metallic wires (consistent with essure device) and para tubal cysts. No evidence of malignancy. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding passing golf ball sized clots, using 1 tampon every 30 minutes, staining and ruining clothes / bleeding issues"), endometriosis ("endometriosis") and abdominal adhesions ("intestinal adhesions") in an adult female patient who had essure (ess205) (batch no. 621810) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included menorrhagia, gravida ii and parity 1. Previously administered products included for an unreported indication: lithium from 1999 to 2009, depo provera in 2007, ortho evra from 2003 to 2004 and birth control pills in 1996. Concurrent conditions included psychiatric disorder nos and hypothyroidism. Concomitant products included levothyroxine sodium (synthroid) from 2000 to 2009 for hypothyroidism. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2014, the patient experienced abdominal distension ("abdominal swelling/looked pregnant all the time/significant bloating"). In november 2014, the patient experienced endometriosis (seriousness criterion medically significant) and abdominal adhesions (seriousness criterion medically significant). In 2015, the patient experienced fibromyalgia ("fibromyalgia") with arthralgia, musculoskeletal discomfort, myalgia, muscle spasms, joint swelling and muscular weakness, chronic fatigue syndrome ("chronic fatigue syndrome") and cyst ("abdominal cysts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("significant bleeding between menstrual cycles began within 3-6 months after receiving essure"), weight increased ("weight gain"), loss of libido ("experienced loss of sex drive"), migraine ("increase in migraine intensity and frequency/headaches(migraines)"), acne ("acne decreased within 4-6 weeks"), allergy to metals ("hypersensitivity reaction to nickel"), paraesthesia ("constant pins and needles feeling in the feet stopped within a day"), alopecia ("hair loss decreased within 4-6 weeks"), mental disorder ("caused or aggravated any psychiatric") and madarosis ("eyelashes stopped falling out within 4-6 weeks"). The patient was treated with cortisone, topiramate (topamax), sumatriptan (imitrex), cyclobenzaprine, gabapentin, vicodin (norco), amlodipine, surgery (total laparoscopic hysterectomy, bilateral salpingectomy), surgery (hysterectomy), surgery (hysterectomy), surgery (hysterectomy) and physical therapy. Essure (ess205) was removed in november 2014. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, endometriosis, abdominal adhesions, metrorrhagia, fibromyalgia, chronic fatigue syndrome, abdominal distension, cyst, weight increased, loss of libido, acne, allergy to metals and mental disorder outcome was unknown, the migraine had not resolved and the paraesthesia, alopecia and madarosis had resolved. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, acne, allergy to metals, alopecia, chronic fatigue syndrome, cyst, endometriosis, fibromyalgia, genital haemorrhage, loss of libido, madarosis, mental disorder, metrorrhagia, migraine, paraesthesia, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: multiple prescription medications, physical therapy, otc vitamins, pacing herself (lots of rest), lifestyle changes. Patient allergic to nickel or any other component of essure: no patient experienced a hypersensitivity reaction to nickel or any other component of essure: now unable to wear earrings or rings that contain nickel diagnostic results: essure confirmation test: late 2007 - early 2008, it was a dye test with x- rays date of operation:03-nov-2014 diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy cervix with nabothian cysts secretory endometrium with no evidence of hyperplasia or 1-malignancy myometrium with leiomyomas focal adenomyosis. Fallopian tubes with coiled metallic wires (consistent with essure device) and para tubal cysts. No evidence of malignancy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding passing golf ball sized clots, using 1 tampon every 30 minutes, staining and ruining clothes / bleeding issues"), endometriosis ("endometriosis") and abdominal adhesions ("intestinal adhesions") in an adult female patient who had essure (ess205) (batch no. 621810) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "one of the coils was not placed correctly". The patient's past medical history included menorrhagia, gravida ii, parity 1, penicillin allergy and milk allergy. Previously administered products included for an unreported indication: lithium from 1999 to 2009, depo provera in 2007, ortho evra from 2003 to 2004 and birth control pills in 1996. Concurrent conditions included psychiatric disorder nos and hypothyroidism. Concomitant products included levothyroxine sodium (synthroid) from 2000 to 2009 for hypothyroidism. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2014, the patient experienced abdominal distension ("abdominal swelling/looked pregnant all the time/significant bloating"). In (B)(6) 2014, the patient experienced endometriosis (seriousness criterion medically significant) and abdominal adhesions (seriousness criterion medically significant). In 2015, the patient experienced fibromyalgia ("fibromyalgia") with arthralgia, musculoskeletal discomfort, myalgia, muscle spasms, joint swelling and muscular weakness, chronic fatigue syndrome ("chronic fatigue syndrome") and cyst ("abdominal cysts"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metrorrhagia ("significant bleeding between menstrual cycles began within 3-6 months after receiving essure"), weight increased ("weight gain"), loss of libido ("experienced loss of sex drive"), migraine ("increase in migraine intensity and frequency/headaches(migraines)"), acne ("acne decreased within 4-6 weeks"), allergy to metals ("hypersensitivity reaction to nickel"), paraesthesia ("constant pins and needles feeling in the feet stopped within a day"), alopecia ("hair loss decreased within 4-6 weeks"), mental disorder ("caused or aggravated any psychiatric"), madarosis ("eyelashes stopped falling out within 4-6 weeks") and abdominal pain lower ("sharp/stabbing pain in my lower right abdomen"). The patient was treated with cortisone, topiramate (topamax), sumatriptan (imitrex), cyclobenzaprine, gabapentin, vicodin (norco), amlodipine, surgery (total laparoscopic hysterectomy, bilateral salpingectomy), surgery (hysterectomy) and physical therapy. Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, endometriosis, abdominal adhesions, metrorrhagia, fibromyalgia, chronic fatigue syndrome, abdominal distension, cyst, weight increased, loss of libido, acne, allergy to metals, mental disorder and abdominal pain lower outcome was unknown, the migraine had not resolved and the paraesthesia, alopecia and madarosis had resolved. The reporter considered abdominal adhesions, abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, chronic fatigue syndrome, cyst, endometriosis, fibromyalgia, genital haemorrhage, loss of libido, madarosis, mental disorder, metrorrhagia, migraine, paraesthesia, pelvic pain and weight increased to be related to essure (ess205). The reporter commented: multiple prescription medications, physical therapy, otc vitamins, pacing herself (lots of rest), lifestyle changes. Patient allergic to nickel or any other component of essure: no patient experienced a hypersensitivity reaction to nickel or any other component of essure: now unable to wear earrings or rings that contain nickel 5 coils showing on the right, 6 coils on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: fallopian tubes appear appropriately occluded essure confirmation test: late 2007 - early 2008, it was a dye test with x- rays date of operation:(B)(6) 2014 diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy cervix with nabothian cysts secretory endometrium with no evidence of hyperplasia or 1-lalignancy myometrium with leiomyomas focal adenomyosis. Fallopian tubes with coiled metallic wires (consistent with essure device) and para tubal cysts. No evidence of malignancy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jun-2018: events- "sharp/stabbing pain in my lower right abdomen, one of the coils was not placed correctly", lab data, historical condition added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.